Event description:
On (B) (6) 2009, the sales representative reported that during surgery, the middle screw extender sleeve would not go over the middle screw extender helper. It appeared that the sleeves were splayed. They had to get additional sleeves from a second set. There was a surgical delay of less than 30 minutes. Additional information received via telephone on 19 aug 2009. The sales representative reported that during a surgery on levels l4-s1, the surgeon was using the middle extender sleeve screw helper and the middle extender sleeve would not slide on. The surgeon was working on the right side of the construct, the surgeon attempted to use the middle screw extender sleeve without the helper without success. The sleeve detached from the screw. The sales representative had another set of middle extender sleeves and those were flashed and used to finish the case as intended. The malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Product is an instrument and is not implantable. Evaluation is pending.